Event description:
Boston scientific received information that this implantable defibrillation lead was found exhibiting loss of capture (loc) at maximum outputs due to a perforation. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative reported this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.